Manufacturer narrative:
Qn#(B)(4). The device sample was not received by the manufacturer at the time of this report.

Event description:
Complaint alleges: it was reported that during an appendectomy procedure, while trying to clip the vessel in a child's abdomen, a metal piece broke off of the applier and into the abdomen. Radiography was used to find the metal piece. No patient injury reported.